Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that the shipment has not been scanned and provided with the tracking number. The courier service informed that the device has been lost in transit. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the relay on the pace/defib engine board. The pace/defib engine board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.